Event description:
It was reported that an asymptomatic patient was seen in clinic for routine follow-up and the pulse generator exhibited premature battery depletion. The patient would be monitored.

Manufacturer narrative:
Device evaluation anticipated, but not yet begun.

Manufacturer narrative:
Final analysis did not find any anomalies. The cause of the accelerated battery depletion could not be determined.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
New information indicated the device was explanted and replaced on (B)(6) 2015. The patient was in good condition post procedure.